Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. There were no errors found in the downloaded receiver log; therefore, the customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displays no readings on the trend graph screen; however, the share application is working and showing readings. No additional event or patient information is available.